Manufacturer narrative:
.

Event description:
Lead management case to extract 4 non-functional 5076 cardiac leads (two capped). The physician was able to successfully extract both ra and rv leads on the right side using a 12f glidelight and lld ez locking stylets. The left sided ra and rv leads were accessed and prepped with lld ez locking stylets and a 14f glidelight was started down the leads. The physician encountered heavy scarring on each lead. While on the ra lead the laser progressed into the svc/ra junction. The lead released from the myocardium and the patient became hypotensive. The patient was transferred to the cardiac or and small hole in the svc/ra junction was repaired. The patient survived the intervention; however the lld ez in the rv lead was cut/capped inside the patient (see MDR 1721279-2015-00199). This report is to reflect the glidelight that was used when the injury occurred.